Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-02015. It was reported the patient experienced ineffective stimulation. A system diagnostics determined invalid impedances on the leads. The physician suspected a fracture on one of the lead. Surgical intervention was taken on (B)(6) 2016 where the leads were explanted and replaced with another model. Additionally, the ipg was replaced to take an advantage of new technology.

Manufacturer narrative:
In initial report; surgical intervention date was unintendedly listed incorrect as (B)(6) 2016. Instead of (B)(6) 2016 it should read (B)(6) 2016.